Event description:
Device issue: failure to cross the lesion. Time of device issue: during the procedure. Adverse event: stent remains in unintended site. It was reported that during a saphenous vein bypass graft stenting procedure, a promus stent failed to cross the lesion. The lesion was dilated again and the stent was delivered; however, post stent angiogram showed a perforation. A jostent graftmaster was advanced, but got stuck in the vein graft was deployed proximal to the perforation. A voyager balloon was taken to the perforation, inflated to 8 atmospheres (atm) for 2 minutes. Angiogram showed a small leak, so the balloon was taken back to the perforation and inflated to 8 atm for 7-8 minutes. During this period, the patient developed hypertension and was given nitroglycerin. After the second balloon inflation, the bypass graft thrombosed and the perforation was sealed. The patient was hemodynamically stable, so further interventions were stopped and the patient was taken to the intensive care unit. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(4). Failure to advance can be due to, but not limited to, physician's technique (selection of device size/type, used guide wire/catheter), coronary lesion anatomy (lesion location, tortuosity, presence of calcification), foreign bodies (presence of previously deployed devices), and or a pre-dilatation strategy. Although a conclusive root cause can not be determined, there does not appear to be any manufacturing or quality issues. Review of the device history record for this did not produce any findings relevant to this report. The 4.0 x 12 mm promus (part 1009543-12b, lot 9120141), is being filed under a separate MFR number.